Event description:
In 2009, the pt called and stated that his 8 cfn tracheostomy tube broke at the twist lock. The pt said he put the tracheostomy tube in by himself about 6 days prior. The tracheostomy tube is still in the pt. The box was thrown away, and there is no lot number available. In a follow up conversation with the pt three days later, he stated that he had gone to the ER but the ER did not replace his broken tracheostomy tube for him. A replacement tracheostomy tube of the same model and size was sent overnight to the pt so he could replace it by himself.